Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, a mean pressure gradient of 4mmhg, tethered leaflets, and dilated left atrium. A mitraclip xtw (50415a3014) was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 30 degrees. To stabilize the clip, a second clip, a mitraclip ntw (40722a1086) was then inserted, and grasping was performed. However, the gradient increased to 7mmhg. The leaflets were ungrasped, and the gradient returned to baseline. There were no adverse patient effects due to the increase in pressure gradient and there were no issues with the mitraclip ntw device. The clip was removed from the patient and the procedure was discontinued. The procedure was completed with one clip implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.